Event description:
It was reported that the customer received an occlusion alarm. The customer could not recall how the occlusion was cleared or if the blood glucose level was impacted. Tandem technical support was unable to perform troubleshooting as the customer could not recall any further details of the event.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.